Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that stimulation was turning on its own after turning stimulation off. The patient would feel stimulation 5-6 times for 4-5 seconds and then finally turn off. The patient kept stimulation at 3 or 4 volts, and it felt like 6 volts when it turned on by itself. The patient was not able to confirm the stimulation was on with the patient programmer. Additional information received from the rep indicated the rep met with the patient and gave them 2 additional programs to use. The patient was getting better coverage when they left than before they met. The device was indicated for spinal pain.

Event description:
Additional information received from the manufacturer representative (rep) indicated the issue was occurring with the implantable neurostimulator (ins) off. The patient was unable to confirm that the ins was on when they felt stimulation turn on. The issue was occurring intermittently and sometimes it occurs several times a day and other times it won't occur for several days. It was noted that this happened once when getting out of the shower, once when driving, and once when the patient was visiting their husband in the hospital several weeks ago. The ins moved in the pocket and was not snug. The rep would have the patient keep a log of the events and review the loose ins in the pocket with the doctor for further evaluation. The patient had coverage in the back and they were able to get better coverage during the programming session on the day of the report.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.